Manufacturer narrative:
Philips service replaced the mpdu control board, 24v power supply, en100 pcb, and cube, and rebooted the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc failed to communicate with the velara generator, causing total x-ray failure on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.